Manufacturer narrative:
The field service engineer performed maintenance on the analyzer. Based on provided quality control data, analyzer precision was affected. The investigation could not identify a product problem. The cause of the event could not be determined. The issue is consistent with either a hardware issue or incorrect pre-analytic sample handling.

Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received discrepant results for four patient samples tested with the elecsys troponin t stat hs assay on a cobas e 411 immunoassay analyzer. The first sample initially resulted in a troponin t value of < 3.00 pg/ml accompanied by a data flag. The sample was repeated on (B)(6) 2021, resulting in a value of 12.92 pg/ml. No incorrect results were reported outside of the laboratory and the repeat result was believed to be correct. The second sample initially resulted in a troponin t value of < 3.00 pg/ml accompanied by a data flag. The sample was repeated on (B)(6) 2021, resulting in a value of 647.5 pg/ml accompanied by a data flag. No incorrect results were reported outside of the laboratory and the repeat result was believed to be correct. The third sample initially resulted in a troponin t value of 16.31 pg/ml accompanied by a data flag on (B)(6) 2021. The sample was repeated, resulting in a value of 16.88 pg/ml accompanied by a data flag on (B)(6) 2021. The sample was then repeated two more times on (B)(6) 2021, resulting in values of 849.7 pg/ml accompanied by a data flag and 859.4 pg/ml accompanied by a data flag. No incorrect results were reported outside of the laboratory and the second result was believed to be correct. The fourth sample initially resulted in a troponin t value of 434,5 pg/ml accompanied by a data flag and this value was reported outside of the laboratory to a doctor. After a normal electrocardiogram result of the patient, the doctor requested a repeat of the sample. The sample was repeated, resulting in a value of 7.06 pg/ml. The repeat value was believed to be correct. The troponin t reagent lot number was 486252. The reagent expiration date was requested, but not provided.